Manufacturer narrative:
A comprehensive investigation was conducted on discovery. Treating physician was contacted and confirmed the complainant underwent a hair restoration procedure wherein a suspension of prp and micromatrix was injected in the scalp. Physician stated the patient did not come in for any follow-up visits, but patient did call regarding forehead swelling and was instructed to put ice on the area and was advised that the swelling would subside in a few days. Physician stated he has extensive experience with micromatrix® in his personal practice, and he is very comfortable with the product and its safety profile for the particular application that he employs. He stated "I don't believe acell or my procedure was involved" in a potential adverse outcome. Additionally, the physician was concerned about the anesthetic possibly leading to an allergic response, particularly lidocaine. A review of the manufacturing records for the lot identified no substantial deviation and demonstrated the product was manufactured and distributed in compliance with FDA, state, local, and manufacturer operating procedures. There was no report of device failure from the attending physician at any time. This MDR has been filed out of an abundance of caution.

Event description:
Acell received a complaint from a patient who underwent administration of micromatrix® to the scalp via injection. The treating physician opted to treat this particular patient with lidocaine and marcaine prior to injecting the patient with a suspension of micromatrix® and platelet rich plasma (prp). Two days post procedure, the complainant alleged he developed swelling on his forehead, eyelids, nose and nose bridge. He stated he later became nauseous, had post nasal drip, swollen muscles, joint pain, swollen lymph nodes, easy bruising, altered smell, insomnia, anxiety, and tachycardia. Patient claimed he had subsequently been seen by a rheumatologist, ent, allergist, and has presented to an ER where he was treated for his anxiety and tachycardia with zoloft as treatment.

Manufacturer narrative:
This is a follow up report with updated information regarding testing conducted on a sister device from the same lot. A sister graft from the same lot was tested for sterility and results of no growth substantiated that the lot was supplied sterile.